Event description:
Caller reported blood glucose results 55 mg/dl on aviva system, 103 mg/dl on nano system within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system, medwatch with identifier (B)(6) is nano system.